Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had alarmed button error and none of the buttons were responding. Customer's blood glucose was 6.5 mmol/l. The battery was changed the anomaly persisted. The button wasn't pressed for three minutes or longer. The device was not dropped or bumped. The device is being returned for further analysis.

Manufacturer narrative:
The insulin pump was received with moisture found on the keypad traces. All of the buttons functioned properly and no button error alarm noted. The insulin pump has cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.